Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about 45 minutes.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.